Manufacturer narrative:
Additional narrative: a product investigation was performed ¿ the device was received disassembled. The device is not designed to be taken apart during sterile processing. The complaint condition is the result of inattentiveness during sterilization, rather than the design or manufacture of the devices. This complaint is confirmed. The complaint condition is the result of inattentiveness during sterilization, rather than the design or manufacture of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product code: odp. Device is an instrument and is not implanted/explanted; no associated procedure the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 08.jan.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the torque limiting attachment was broken in multiple pieces. The device was found in this condition in its respective tray/case by sales consultant. There was no patient involvement. This is report 1 of 1 for (B)(4).